Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the top of the spacer was broken. A new device was successfully implanted.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the top of the spacer was broken. A new device was successfully implanted.

Manufacturer narrative:
An analysis of the returned device 101-9812 (27657263) revealed that the spindle cap was completely sheared off from the implant body due to excessive force. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to excessive force used during the procedure. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.